Event description:
During routine testing of the device at the service center, the service technician reported that the hematocrit saturation servo card could not be fully inserted into the card cage as expected, which required the auxiliary board to be replaced. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.